Manufacturer narrative:
Updated section: initial reporter, facility information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Vasospasm are known inherent risks of the endovascular procedure and are documented in our device¿s instructions for use (IFU). Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the catheter device occurred during the treatment procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the during the flow diverter case, the patient experienced vasospasms in the internal carotid artery (ica). The vasospasm were treated with 10 mg of verapamil. This resolved the spasms completely.